Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 due to pelvic organ prolapse and mesh was implanted. The patient had uphold and pinnacle mesh implanted on (B)(6) 2011. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent repair and resection of eroded vaginal mesh on (B)(6) 2014 and (B)(6) 2016 by (B)(6) at (B)(6) medical center-(B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 03/29/2017.